Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream occlusion error was unable to be reproduced. A review of the event history log revealed 'downstream occlusion!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was due to the tubing guide being out of specification. The tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a downstream occlusion error during testing. There was no patient involvement. No additional information is available.